Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. A supplemental report will be completed if further information becomes available. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that on (B)(6) 2026, at the end of surgery during surgery tear down there was an unrecoverable alarm, the procedure was completed robotically with no harm to patient. Despite follow up emails to the reporter we are still awaiting further information.